Manufacturer narrative:
The insulin pump passed active current measurement test and self test; however, insulin pump did not pass displacement test due to constant pump error 38 alarms and sleep current measurement test. No blank display noted during testing. Successfully downloaded history files and traces using thus. Insulin pump trace download analysis confirmed the insulin pump alarmed pump error 24 on 06/19/2021 at 01:30:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed insulin pump error 24 were triggered due to moisture damage to the electrical board 1 board and electrical board 2 board. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (electrical board a 1 and electrical board a 2), motor, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, broken battery tube threads, broken belt clip rails, cracked corner of belt clip rails, cracked retainer, completely faded serial label damage, corroded battery tube, corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed where broken belt clip rails was noted. Insulin pump was exposed to moisture at electrical board a 1, electrical board a 2, motor assembly, and force sensor was confirmed. Blank display was not confirmed. Pump error 38 and pump error 24 was confirmed due to moisture damage on motor assembly and electronic assembly. Sleep current measurement test failure suspected to be moisture damage on electrical board a 1 and electrical board a 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had turned off after contact with water and never turned back on again even after new battery. Customer also stated that the back rail was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.